Event description:
It was reported during therapy that intra aortic balloon (iab) had gas loss alarm. There was no patient harm or injury reported. The troubleshooting was done by using help screen and the pump then functioned well.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fieds: h5, d7a, d10.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2. Corrected fields: h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.